Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition. One of the two catches is broken off. Investigation - we made a visual inspection of the fracture surface. Here we found the typical signs of a forced fracture surface. Batch history review - the manufacturing documents have been checked a found to be according to specifications valid during the time of production. There are no further complaints with this lot and this error pattern at hand. Conclusion and root cause - the root cause for the problem is most probably usage related. Rationale - without further knowledge about the circumstances, we assume that the surgeon did not spread the downtube completely with the removal key (as mentioned in the IFU) so that the catch broke off during removal.

Event description:
It was reported that part of the downtube broke off during surgery. The date of surgery was reported as on (B)(6) 2018. At the end of the procedure, the downtube was to be removed and a removal instrument was used. The surgeon tilted the downtube laterally, since the removal instrument had not been sufficient to loosen the instrument from the screw. The nurse then drew attention to a broken part on the downtube that was noted. Subsequently, x-rays were taken to find the broken off fragment. Attempts to find and retrieve the piece in situ were unsuccessful. Further details have not yet been provided.